Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant aortic cuff was implanted in the endovascular treatment of a 60×56mm aneurysm in the thoracoabdominal area . A month previously a y graft had been implanted and 4 branches of the abdominal aorta had been bypassed from around the terminal aorta. It was reported on the day of the event, a non mdt stent graft was scheduled to be implanted and the endurant was prepared as a back-up. There was no mdt sales rep at the procedure. During the procedure, the non mdt stent was implanted from the left femoral artery distally and the endurant cuff was then implanted proximally. When the delivery system of the endurant was removed post deployment, it got caught in the limb of the y graft and could not be removed. Wire replacement and ballooning were performed but the situation did not improve. A type ia endoleak was then suspected so another endurant aortic cuff was implanted from the right femoral artery to treat this, and its delivery system was removed from this side without any issue. It was reported the suspicion of the endoleak also improved. Following this, the patient underwent a laparotomy to remove the delivery system on the left side. Under laparotomy, it was confirmed that the lower end of the nose cone and the tip capture of the delivery system were inserted into the y-graft leg. They were removed and the operation was completed with f-f bypass. It was reported there appeared to be a gap between the outer delivery system components preventing the tip capture from being performed successfully. As per the physician the cause of the event was user error. It seemed that the docking of the tip capture, the nose cone, and the outer sheath part of the delivery system were loose. The operation for removal could not be performed reliably in order. It was reported the type ia endoleak is almost resolved, per the physician, the cause of the type ia endoleak was due to insufficient coverage. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
B5. Additional information received;it was reported that there seemed to be gaps between the marker band, spindle and the sleeve of the delivery system tip. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.